Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log, and the device failed a test step for oxygen blending module leak test. The device's blower motor assembly, oxygen blending module tubing, both flow elements, and manifold assembly were replaced to address the issues. Additionally, incoming inspection per (B)(4) shows incorrect labeling on the oxygen blending module housing, and missing rubber feet, power cord, cord retainer, whisper cap, and threaded cap. Inspection also found a dim backlight. Ctq inspection shows damaged enclosure seal. While repairing the device, contamination was found in the porting block adapter, flow sensor assembly, 200/202/o2 tubing, and active exhalation module. While replacing the backlight cable due to being dim, it was found that an old-style lcd was installed, which does not support the new backlight cable, so it and the lcd cable were both replaced. Device passed test after. Removed threaded cap from components due to coming with the manifold assembly. Device passed final test.